Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. Coagulated blood was present between the header end space and the polyurethane (pu) potting cut surfaces on both ends of the dialyzer. Blood was also present within the screw flange threads of the non-cavity ID end of the dialyzer. During gross visual examination of the returned device, the non-cavity ID end was noted to be cracked. The crack follows an arcing irregular line from approximately 230 degrees to 310 degrees with the dialysate ports at 0 degrees. The cause of the crack is unknown. The opposing screw flange on the cavity ID end had no damage or irregularity noted. The dialyzer was subjected to a laboratory leak test; a leak was detected from the cracked header end cap at approximately 6.0 psi. No other damage or irregularities were noted to the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned dialyzer revealed the presence of a crack on the non-cavity ID end which compromised the seal and allowed a leak pathway. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was observed leaking from a crack in the header end cap of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. The patient¿s estimated blood loss (ebl) was noted as being approximately 300 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was available to be returned to the manufacturer for evaluation.